Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. During troubleshooting with tandem's technical support, it was noted that the customer could not find the wall adapter. Replacement wall adapter was sent; however, during a follow up the customer was able to charge the pump with the original wall adapter and the new wall adapter. There was no impact to the customer's blood glucose level.